Event description:
The neonatal ICU of a hospital (B) (6) reported the following via a fisher and paykel representative: when the rt329 infant continuous flow breathing circuit is used in conjunction with low-flow oxygen therapy, the hospital experiences a lot of condensation problems. A fisher and paykel healthcare representative has noticed that in some of the rooms where the rt329 breathing circuits are being utilized, the equipment has been set-up and used below 'ventilator nets' in the ceiling. The condensation problems become unmanageable when rt329 breathing circuits are used in conjunction with low-flow nasal cannula. No patient consequence has been reported.

Manufacturer narrative:
(B) (4). This complaint, as reported by the hospital, did not refer to a specific incident involving the rt329 breathing circuit. No devices are being returned to fisher and paykel healthcare ( 'fph' ) for further investigation. However, it is possible the condensation problems experienced are related to equipment set-up, flow rate of gases and/or environmental conditions, in particular the possibility of cooling sources in the vicinity of the equipment set-up. Fph is currently obtaining additional information in respect of the circumstances surrounding the condensation problems experienced. We will provide a follow-up report upon receipt of the information requested and completion of an analysis.